Manufacturer narrative:
Additional information has been provided in h.3.. H.6., and h.11. The product was not returned. The complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The product remained in the eye. Not enough information was provided to conduct further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The customer was the reporter. The customer suggested that an ophthalmologist had shared with the customer's sister that the lenses had probably tipped over slightly. Information was provided that the customer started to be disappointed with vision 3 days after the surgery. The customer had a follow up appointment with the surgeon one month after surgery. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, an ophthalmologist told the customer that the lenses had probably tipped over slightly. Patient was certain that lens tipped over was the reason for the failure of the reverse surgery that corrected presbyopia instead of myopia.

Manufacturer narrative:
Correction information was provided in b.2.,b.5 and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, on (B)(6) 2023 during cataract surgery, patient had company lens fitted for distance vision. Unfortunately, surgery did not work well and on a driving ban, without glasses. Started to be disappointed with the vision 3 days after the surgery. Impossibility to drive, tried once, and saw the signs on the boulevards only when the patient was underneath. There are two medical reports associated with this patient. This file is 1 of 2.